Event description:
On (B)(6) 2010, an advance sling was implanted. It was reported that on (B)(6) 2012, the pt was treated for (B)(6) wound infection with cotrimaxol and "wound toilet." It was also reported that in (B)(6) 2010, the pt experienced recurrent, moderate stress urinary incontinence related to "sling dislocation." No known intervention at this time.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.